Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, eccentric and de novo lesion being treated was located in the moderately tortuous and mildly calcified diagonal artery. There was a significant bend in the lesion that was >45 and < 90 degrees. The lesion was predilated with an unknown device and was 50% stenosed after predilation. The 2.50x16mm taxus liberte stent delivery system was advanced to the target lesion, but was unable to cross. When the physician withdrew the device stent damage was noted. The procedure was completed with an unknown stent. There were no patient complications and the patient condition was listed as "stable".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, eccentric and de novo lesion being treated was located in the moderately tortuous and mildly calcified diagonal artery. There was a significant bend in the lesion that was >45 and < 90 degrees. The lesion was predilated with an unknown device and was 50% stenosed after predilation. The 2.50x16mm taxus liberte stent delivery system was advanced to the target lesion, but was unable to cross. When the physician withdrew the device stent damage was noted. The procedure was completed with an unknown stent. There were no patient complications and the patient condition was listed as "stable".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, eccentric and de novo lesion being treated was located in the moderately tortuous and mildly calcified diagonal artery. There was a significant bend in the lesion that was >45 and < 90 degrees. The lesion was predilated with an unknown device and was 50% stenosed after predilation. The 2.50x16mm taxus liberte stent delivery system was advanced to the target lesion, but was unable to cross. When the physician withdrew the device stent damage was noted. The procedure was completed with an unknown stent. There were no patient complications and the patient condition was listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with the product mandrel inserted and stent balloon protector attached. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
Correction: MFR# 2134265-2010-01020 supplement 001 indicated the date rec'd by MFR as (B)(6) 2010 , but the date should have been reported as (B)(6) 2010. Complaint source should not have been populated as the complaint source had been reported on the initial MFR# 2134265-2010-01020.